Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's connector was becoming loose and unable to tighten. The patient was a male trauma patient and the issue occurred after day 2 of being intubated to ventilator with the following settings: tv 500/ rate 24/ fio2 50% and peep of 8. Normal intubation procedure was followed including checking of cuff integrity prior to intubation but does generally not tighten 15mm connector prior to insertion. Patient was extubated shortly after and condition has improved.